Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead had dislodged due to exhibited far r-wave over-sensing and failure to capture. The ra lead was repositioned on (B)(6) 2022. Patient condition was stable.